Event description:
The patient called and reported a racing heart and feeling unwell while using the sewing machine. Additional information has been requested and not yet received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944 lead, implanted: (B)(6) 2010. (B)(4).